Event description:
According to the initial information received on (B)(6) 2011, a 14mm amplatzer septal occluder (aso) was implanted (B)(6) 2011. At the time, the arterial pressure ratio was qp:qs 2:1. An embolization was reported and the patient sought treatment with good results and 95% recuperation. She was reportedly being treated by neurology and the aso remains implanted. According to new information received on (B)(6) 2011, the patient suffered a lesion of the left cranial nerve so an aso embolization was considered. The patient was evaluated and the patient partially recovered her ocular movements. An MRI was taken and a thrombosis in the nucleus of the third cranial nerve was observed. The patient was discharged and told to follow up with cardiac rehabilitation, neurology and obtain an echocardiogram. As far as a relationship between the aso implant and the patient's ocular lesion, it remains undetermined. The patient's atrial septal defect was sized using a trans-esophageal echocardiogram (tee), balloon-sizing and angiography. A repeat tee was taken post-implant although the results are unknown. The aso remains implanted.

Manufacturer narrative:
Additional information such as records, images and details to clarify the potential embolization were requested - at this time, we were told the hospital would not release copies of images. When our investigation is complete, a supplemental report will be sent.

Manufacturer narrative:
Device analysis aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation indicated the product was manufactured according to specifications as evidenced by a DHR search. Image analysis review of medical records by agas medical consultant resulted in the following findings: the patient was a (B)(6) female patient who had a hemodynamically significant atrial septal defect (asd) with a qp:qs ratio of 2:1. She underwent closure of her asd under tee guidance. A 14mm aso was placed after balloon sizing. A few weeks after device placement, she suffered from a left cranial nerve lesion that restricted her eye movement. She was admitted and ultimately regained some of the eye movements. She was discharged to home and remains stable. A question about thrombus on the device was raised. No images were provided. Conclusion according to aga's medical consultant, an objective opinion could not be rendered since no post-procedure images were provided. The results of this investigation are inconclusive because (he device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.